Manufacturer narrative:
(B)(4) (could not be removed from scope). A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device confirms the reported condition since the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps was used twice for taking samples from the colon without any problems. After the third biopsy was taken, the device could not be removed from the scope. The forceps and scope were removed in tandem and the procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; clevis arms bent.